Event description:
At about 3 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 04 october 2022. Lot 182064: (B)(4) items manufactured and released on 24-july-2018. Expiration date: 2023-06-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.